Manufacturer narrative:
(B)(4). Batch # n9122x. Additional information was requested and the following was obtained: I can confirm that the piece that was chipped, was not left inside the patient. Unfortunately the piece will not be returned as they discarded it. The analysis results of the d5lt found that it was received with the bullet broken. In addition, the sleeve was not returned for analysis. Due to the condition of the device, no functional testing could be performed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. One possible cause for the damage found on the bullet, may be excessive external load placed on the device. However, no conclusion could be reached as to what may have caused this damage. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic diagnostic procedure, during insertion of trocar, the protective tip chipped. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.